Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (food database) issue. The customer stated that the food data was note available for the food category. This complaint is being reported because an issue with the carbohydrate count for a food item in the database could affect the patient's bolus amount, potentially resulting in over or under delivery. There was no indication that the product caused or contributed to an adverse event.